Event description:
On january 3, 2026, curonix support received a call from the ICU department in (B)(6) stating that the patient may have had a stroke. An MRI procedure was performed. Although the MRI findings were inconclusive, they were not able to confirm signs of a stroke. As of (B)(6) 2026, the patient remains in the hospital on a ventilator. No additional information is available at this time.

Manufacturer narrative:
The other adverse events issues issue questionnaire was reviewed for causes of the reported issue. Based on this review, implanting the device off-label was ruled out as a potential cause. However, the patient has many co-morbidities including being on oxygen 24/7, bone on bone with both knees, as well as the patient having influenza a. The commercial team member reported the alleged issue is unrelated to the curonix device. The stimulator is used to treat pain. The cause of the reported issue is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.